Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) explained the alarm to the home patient (hp) but was unable to determine the cause of the alarm. The tsr had the hp close all of the clamps to bags/patient line and they cycled power off and on. They got a se 2367 and cycled power off and on. They pressed go to start and they were at load the set. They removed the cassette. The tsr advised the hp to continue with manual bags or start over with all new supplies. The hc was operational. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. The hp discarded the supplies. The solution to this issue was provided over the phone. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 in regards to a system error 2240 alarm and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She did not have a sample available but she did have a lot number, h11k17223. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a system error 2240 alarm and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then she has been resuming therapy successfully.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded , therefore no evaluation of the sample could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.